Manufacturer narrative:
Performed a visual inspection on one opened and used reservoir. It was noted the electrode was broken from the base of the sensor. Missing remaining piece of electrode also found.

Event description:
The patient stated that he inserted a sensor that never activated, and he had to remove. The patient stated that the introducer needle was difficult to remove after insertion, and when he looked at it, it seemed to be very short. The patient didn't know if part of it broke off and stayed underneath his skin. Advised the patient to seek medical attention if he feels that part of the cannula may be stick in his skin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.